Manufacturer narrative:
(B)(4).

Event description:
It was reported that [detached/missing] sensor wire occurred. The sensor was inserted into the upper buttock on (B)(6) 2022. On (B)(6) 2022, upon sensor pod removal, the patient's parent did not see a sensor wire on the pod. The patient had a bump at the insertion site, the area was red and it hurt when touched. The parent took the patient to see a doctor who prescribed an unspecified antibiotic. At the time or the report, the patient was doing good. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.